Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Rep provided a usage sheet which showed a series ii liner as wasted. Rep reported that the surgeon had tried that liner first, but it wasn't stable. Surgeon then tried the second liner originally reported. A screw, also wasted, was only used to remove the 2 reported liners. Update 26-jul-2018: rep addressed the report of the series ii liner being unstable: "the instability was related to the rom and likely associated to the patients soft tissue anatomy from revision surgery. It was not related to the implant". The series ii implant was disposed by the hospital.

Manufacturer narrative:
An event regarding seating/locking issues involving a constrained acetabular insert was reported. The event was not confirmed., however the device was identified to be fractured from the intraoperative removal process. Method & results: device evaluation and results: visual inspection: a review by a material analyst noted: "ma - liner was fractured, likely due to the intraoperative removal process. No further evaluation could be performed due to the damage on the liner. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." Dimensional inspection not performed due the damage observed during visual inspection. Functional inspection: not performed as the device failure modes can not be replicated. Material analysis: a review by a material analyst noted: "ma - liner was fractured, likely due to the intraoperative removal process. No further evaluation could be performed due to the damage on the liner. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." Medical records received and evaluation: no medical records were received for review with a clinical consultant. All devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
Rep provided a usage sheet which showed a series ii liner as wasted. Rep reported that the surgeon had tried that liner first, but it wasn't stable. Surgeon then tried the second liner originally reported. A screw, also wasted, was only used to remove the 2 reported liners. Update 26-jul-2018: rep addressed the report of the series ii liner being unstable: "the instability was related to the rom and likely associated to the patients soft tissue anatomy from revision surgery. It was not related to the implant". The series ii implant was disposed by the hospital.